Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years of post-deployment, the patient reportedly experienced acute abdominal pain, computed tomography of abdomen and pelvis was revealed that there has been interval placement of an infra renal inferior vena cava filter. The inferior prongs extend beyond the vessel wall; one of the posterior inferior prongs was noted to be embedded in the anterior aspect of the l4 vertebral body. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) of the filter. The definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis despite anticoagulation. At some time, post filter deployment, it was alleged that the filter struts perforated and the patient reportedly experienced acute abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.